Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has an unresponsive keypad as well as battery out alarm. Customer's blood glucose reading was 198 mg/dl. Nothing further reported.